Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. Negative unspecified additional test.

Event description:
User reported false positive result. Negative unspecified additional test.

Manufacturer narrative:
Report required by FDA for eua. A lot number has been provided by the user after investigation was carried out and the test was proved to be recall affected hence additional provided on this second follow up report.